Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation found a faulty printed circuit board, causing no image when tested with olympus, model series 180 scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when connecting to the "180 pigtail," there was no image. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board could not be identified. However, it is likely the cause is related to a defect that is possibly associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.